Event description:
It was reported that one arm of the peek cage broke off. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The cross section surface shows no irregularities which indicate material conformity as well. The measurable dimension of the broken cage were checked and found to be in compliance with the (B)(4) specification. No product fault could be detected. We assume that too high mechanical force during the procedure has been applied and caused the breakage of the cage arm. Please note that we have not had a single complaint of such nature with this cage so far. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4) specification and with the international standard. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We have to assume that there was a technical complication during the operation process where too much mechanical force finally led to this breakage. The device failure is related to the conditions of use and operational context contributed to this event.